Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off events during use on date (B)(6) 2024. The infusion set was in use for 24 hours. Blood glucose level was 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).